Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test with a measured value of 0.165 ohms, exceeding the acceptance criterion of < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The communication port screw was tightened, after which the device passed the ground resistance test with a measured value of 0.066 ohms. Tightening the screw resolved the issue. Reference to complaint (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test with a measured value of 0.165 ohms, exceeding the acceptance criterion of < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The communication port screw was tightened, after which the device passed the ground resistance test with a measured value of 0.066 ohms. Tightening the screw resolved the issue. No patient involvement was reported.